Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular and competitor left ventricular leads exhibited high capture thresholds. The leads were removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
A partial distal portion of the lead measuring 43.5 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.